Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00284. It was reported the pt's (B)(6)surgical lead reflects impedance issues. Two of the lead contacts yield low impedance readings, while two reflect high impedance readings. In addition, the pt alleges her ipg battery depletes when the device is not in use. These issues have not resulted in a loss of stimulation for the pt.